Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive bolus express, escape and down buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a button error alarm. Customer also reported the buttons were unresponsive. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.